Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String did not hold, string came off- tampon [device breakage]. Tampon strings did not hold during extraction [complication of device removal]. Case description: consumer reported via e-mail that string did not hold during extraction and tampon had to be removed with fingers. No injury reported.